Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that one type of phaco tip was used in conjunction with the settings for a different type of phaco tip. A corneal burn occurred. Additional information has been requested.